Manufacturer narrative:
A field service engineer (fse) did not initially go onsite for this event, but discovered the sample line to the flowcell was disconnected while troubleshooting with the customer via telephone. The leak was contained. The customer reattached the tubing resolving the leakage, errors, and latron control results. The fse went onsite following the event and verified instrument was operational with no further issues. (B)(4). Customer resolved the issue.

Event description:
The customer reported "flowcell clog" errors and incomplete results for the latron control from the dxh600 instrument. No erroneous patient results were generated in connection with this event.